Event description:
It was reported that during an intravascular ultrasound (ivus) procedure, an imaging catheter became stuck in a stent. The lesion was located in the calcified mid left anterior descending artery (lad). The physician deployed a 2.5x14mm non-bsc stent and the ivus was performed with an atlantis sr pro imaging catheter. Ivus revealed an "abnormal" distal placement of the stent and the imaging catheter became stuck in the stent. It was not possible to remove the atlantis sr pro imaging catheter and the patient was taken to surgery for removal of the catheter. The catheter was successfully removed with no further patient complications reported. The patient condition was reported to be fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).